Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "broke". Reportedly, the customer reverted to manual injections for insulin therapy. No additional information was provided. No follow up from tandem technical support is expected by the customer.